Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported an internal an error that results in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
There was no loss of ventilation, but there was a stuck diaphragm. The flow sensor was replaced to resolve the reported issue. (B)(4).

Event description:
The hospital reported a malfunction of a flow sensor where the diaphragm was stuck open to the top of the housing. There was no report of patient involvement.